Manufacturer narrative:
Device code a041001 captures the reportable event of balloon pinhole in the esophagus.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used in the esophagus during a balloon dilatation procedure performed on (B)(6) 2022. During the procedure, balloon inflation was attempted however, it could not be inflated. The device was withdrawn from the scope and it was noticed that the balloon has a small hole. The procedure was completed with another cre pro wireguided dilatation balloon. There were no patient complications reported as a result of this event.